Event description:
It was reported that the patient received multiple appropriate shocks due to ventricular arrhythmias. Episodes were successfully converted by the first shock, except for one episode which required external defibrillation to convert the rhythm. The next day the patient reported feeling the vibratory alert from the ICD. Interrogation noted alerts due to high, out of range, high voltage lead impedance. The device was reprogrammed to exclude the svc coil. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.